Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. The rmf had considered potential nail breakage. The estimated threshold was not exceeded. Investigation revealed no non-conformity; therefore, no new CAPA was initiated. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after approx. 3, 5 months of implantation. The original anterior bridge of the proximal lag screw drill hole had been damaged intra-operatively ¿ most likely with the step-drill whilst drilling under miss-alignment. Such damage causes additional notch effects. The orientation of lines of rest identified that the incipient crack was located in this area and that the nail had broken from lateral in medial direction. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. Bearing points are created by axial load application. As the operation report indicated full weight bearing it was suggested that the patient had followed the advice. Referring to available information a more precise statement was not possible from technical point of view. As no pre-, intra- and further post-operative x-rays were provided a medical statement seemed not being reasonable. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. The nail broke in a fatigue fracture due to intra-operative damage contributed increased weight bearing. According to available information a deficiency of the nail was not be verified.

Event description:
It is reported by the senior nurse of the hospital, that the gamma nail broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the senior nurse of the hospital, that the gamma nail broke.